Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.3 cm thoracic aortic aneurysm. The right iliac artery was 8.5 mm in diameter and the left iliac artery was 9 mm in diameter. The vessels were mildly tortuous and mildly calcified. It was reported that when the distal main was inserted into the pt, it would not track up the pt's anatomy and resulted in a small iliac tear. The iliac artery was repaired with a patch. The delivery catheter was removed from the pt and another distal main was used to complete the case. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: arterial trauma/dissection/perforation, arterial and venous occlusion; vessel diameter. Conclusions: vessel diameter.